Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst (partial), salping (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: other event case is upgraded to an incident case. Event injury nos is updated to pelvic pain. New events added: abdominal pain, dyspareunia, menorrhagia (heavy menstrual bleeding), fatigue, hair loss and weight loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 689937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blepharoconjunctivitis, depression, nicotine dependence, asthma, vitamin d deficiency, menometrorrhagia, ovarian cyst, endocervical squamous metaplasia, adenomyosis, leiomyoma of uterus, unspecified, endosalpingiosis, multigravida, parity 2, uterine fibroid and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, fatigue, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Left: 2-3 coils, left: 4 coils. Lot number: 689937. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient race, medical history, product lot number, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 689937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blepharoconjunctivitis, depression, nicotine dependence, asthma, vitamin d deficiency, menometrorrhagia, ovarian cyst, endocervical squamous metaplasia, adenomyosis, leiomyoma of uterus, unspecified, endosalpingiosis, multigravida, parity 2, uterine fibroid and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies and right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, fatigue, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Left: 2-3 coils, left: 4 coils. Lot number: 689937 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.